Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the outer insulation was abraded at 43.0 to 43.3 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.

Event description:
It was reported that the patient presented to the emergency room experiencing - jolts and flutters- related to muscle stimulation. After reprogramming the patient's device, oversensing occurred on the right ventricular lead. The lead was capped and replaced on (B)(6) 2013.